Manufacturer narrative:
(B) (4)

Event description:
The pt was charging every day; while charging on (B) (6) 2009, the charger got hot and burned the skin like sunburn. The pt did see the thermometer, but the device didn't shut off. The pt also felt a warm sensation while charging. It was stated that the pt had a jacket over the charger while charging which caused the antenna to become too hot, due to trapped air. Further info is being requested from the hcp.